Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus and then she received a button error alarm. Customer stated that the buttons are not responding properly. Blood glucose value was 252 mg/dl. Customer stated that the up arrow button seemed to be stuck. The customer stated that she wears the insulin pump inside her bra and the weather was hot.

Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. No moisture damage on electronics noted. Device was received with cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.